Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l5-s1 discectomy. Intra-op, the pituitary broke. No fragment of the broken instrument remained inside the patient. No injury to the patient was reported.